Event description:
It was reported that during a cholecystectomy procedure, the device was dropping clips. Another device was used to complete the case. There were no adverse consequences to the patient.